Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the rattling noise. The fse replaced the compressor and performed test. All functional and safety test were performed. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: compressor scroll this part was received with a reported unit failure message of rattling noise coming from compressor. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual the fat dept. Verified the failure message of rattling noise coming from compressor as soon as the cardiosave test fixture turned on. Compressor failed testing. Retaining compressor in the fat dept, per procedure. The most probable root cause for the reported is debris or excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). Event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check with test balloon, the cardiosave intra-aortic balloon pump (iabp), made a rattling noise coming from the compressor. No patient was involved.